Event description:
Event description boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and implantable transvenous defibrillation lead exhibited a non-sustained epiosde due to non-reproducible noise on the rate/sense lead. No shock was delivered but there was pacing inhibition. The patient was in the hospital preparing for dischage and was asymptomatic. All lead asymptomatic. All lead measurements are normal. It is also reported that this left measurements are normal. It is also reported that this left ventricular pacing lead preciptated diaphragmatic stimulation which was ventricular pacing lead preciptated diaphragmatic stimulation which was successfully programmed around with pacing output and lead successfully programmed around with pacing output and lead configuration change. Configuration change.